Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor stayed on a black screen and did not start up. Review of the system log file showed that after the shutdown and restart system did startup correctly. The fse done multiple reboots and monitor displayed again, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that when the equipment was started, the monitor showed a black screen and did not start. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips.